Event description:
It was reported that during a procedure, at 262,555 joules; 35:23 minutes of use ¿fiber tip broke¿ . Additional information not reported no injury reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-440a-(B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the outer flow tubing open end exhibits scratch marks. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.